Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with a current fill estimate of 24 units compared to an expected 60 units. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on completing the cartridge air removal step prior to filling, but the caller declined to load a new cartridge and decided to continue using the current one, opting to follow up if necessary.